Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states while inserting the catheter in an emergency case to be dialyzed, it was found that the catheter was malfunctioning for which five attempt were taken for insertion, but in vain. After, the patient suffered from cardiac shock, but survived by immediate CPR.

Manufacturer narrative:
A device history record (DHR) review was performed on the reported lot. No discrepancies that may have contributed to a complaint of this nature were found. All dhrs are reviewed for accuracy prior to a product release. No changes related to the reported condition were found within six months prior to lots manufacturing date. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed and it was observed in the photo there was a catheter and its original packaging. Also in this picture it was observed a catheter with signs of manipulation; however the photo does not give enough information to confirm the reported condition. An ishikawa diagram was used to determine the potential causes for this event. The possible causes were identified as operator failed to follow process and inspection procedures or patient related condition (catheter placement). Based on the photograph the reported condition has not been confirmed. A confirmed cause related to manufacturing activities could not be established. At this point, the available information indicates that this product was manufactured according to specifications. No triggers or trends were identified. No further actions are required. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% visual inspection, and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states while inserting the catheter in an emergency case to be dialyzed, it was found that the catheter was malfunctioning for which five attempt were taken for insertion, but in vain. After, the patient suffered from cardiac shock but survived by immediate CPR.